Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The caller was the patient's mother. Details of treatment are unknown. The customer was informed that there could be many reasons for high blood glucose. The mother stated that the battery of the insulin pump would die too quickly and the device does not alarm to warn them when the batteries would die. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarms were noted. The insulin pump had a broken reservoir tube lip.